Manufacturer narrative:
The technician found the scale was zeroed with a pt on the bed, user error. The technician zeroed the scale and in-serviced the account on the bed exit functions to resolve the issue.

Event description:
The account alleged the bed exit will not set. No pt impact.